Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "we found that the tests conducted were not reliable, your test showed negative and the government test showed positive."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding your complaint that alleges false negative results when using kit bd veritor for rapid detection of sars-cov-2 ce (material # 256089), batch number 1078956 while government test showed positive. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: "we found that the tests conducted were not reliable, your test showed negative and the government test showed positive".